Event description:
It was reported that the battery voltage was low on recent remote transmissions. The new software was loaded at the in-office visit and the battery voltage is higher then what has been seen by sending in the save to disk to be analyzed. It was further reported that the device had premature battery depletion as the device tripped eri (elective replacement indicator) after only lasting 5.5 years. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there were no anomalies with the battery voltage. Ramware version 8 installed on (B)(6) 2011. Voltage at 2.97 v on (B)(6) 2011. (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device analyzed. Analysis revealed no anomalies with the battery voltage. Ramware version 8 installed on (B)(4)-2011. Voltage at 2.97 v on (B)(4)-2011.

Event description:
It was reported that the battery voltage was low on recent remote transmissions. The new software was loaded at the in-office visit and the battery voltage is higher then what has been seen by sending in the save to disk to be analyzed. The device remains in use. No patient complications have been reported as a result of this event.